Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had pain in the implant site associated with the galaflex mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention to remove the galaflex implant; however, no details have been provided. A review of manufacturing records was conducted and shows the product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: attorney alleges that the patient underwent bilateral breast ptosis breast mastopexy procedure on (B)(6) 2024, during which a galaflex mesh was implanted. Following the procedure, the patient experienced pain at the implantation site, which led to a subsequent surgical intervention. On or about (B)(6) 2024, plaintiff required a procedure to remove the galaflex mesh. On or about (B)(6) 2026, plaintiff underwent an additional surgery to remove the galaflex mesh. Plaintiff was injured severely and permanently. As alleged, the patient experienced additional surgical intervention, mental anguish and chronic pain. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.